Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer's mother and father stated that the buttons are not working and the numbers were ramping. Nothing further reported.